Manufacturer narrative:
The afp, ferritin, ca19-9, ca-125, cyfra 21-1, cea, folate, psa total, and vitamin b12 reagents' lot numbers and expiration dates were not provided. The qc was within the assigned ranges on the day of the event before testing the samples. The alarm trace showed multiple reagent probe alarms on the day of the event. The field service engineer found that the reagent needle tube was damaged. He replaced the reagent needle tube and re-tested the samples and they obtained the expected results. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for an unspecified number of patients' samples tested with afp assay, ferritin assay, ca19-9 assay, ca-125 assay, cyfra 21-1 assay, cea assay, folate assay, psa total assay, and vitamin b12 assay on a cobas e 801 analytical unit. The following are examples: sample 1 was tested for afp: initial result: 1.62 ng/ml. Repeat result: 7.99 ng/ml. Sample 2 was tested for ferritin: initial result: 2.5 ng/ml. Repeat result: 183 ng/ml. Sample 3 was tested for ca19-9: initial result: <2.00. Repeat result: 9.02. The unit of measurement was not provided. Sample 4 was tested for ca-125: initial result: 1.14. Repeat result: 7.67. The unit of measurement was not provided. Sample 5 was tested for cyfra 21-1: initial result: 0.83. Repeat result: 3.3. The unit of measurement was not provided. Sample 6 was tested for cea: initial result: 9.12 ug/l. Repeat result: 331 ug/l. Sample 7 was tested for folate: initial result: >45.4 nmol/l. Repeat result: 25 nmol/l. Sample 8 was tested for psa total: initial result: 0.09. Repeat result: 0.554. The unit of measurement was not provided. Sample 9 was tested for vitamin b12: initial result: >1476 pmol/l. Repeat result: 274 pmol/l.

Manufacturer narrative:
According to the provided picture, the tubing got damaged by the edge of the metal guide during the movement of the reagent sampling unit. The tubing was adjusted back in (B)(6) 2024. After the field service engineer replaced the tubing, the system was confirmed to be performing within specifications again. The root cause was due to a maintenance issue.